Event description:
It was reported to medtronic minimed that the customer reported loss of communication between pump and transmitter, the sterile package was not intact. The customer experienced hyperglycemia with blood glucose value of 434 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7841zn, mmt-7040a. Troubleshooting was performed for labeling and loss of communication. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-396a. Product return for mmt-7841zn, mmt-7040a are expected and the customer response was the device will be returned.

Manufacturer narrative:
This is 3 of 3 medwatch reports regarding this event. Following one unit received, made a visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly (4.13 v). After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.